Event description:
It was reported that during a follow up, the battery calculated lifetime showed 2.5 years. Six months prior, the battery had 4 years remaining. Premature battery depletion was suspected. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.